Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. The patient was a cerebral palsy patient that weighed (B)(6). Per the reporter, the pump was replaced and relocated in (B)(6) 2015 (records show replacement (B)(6) 2015) due the patient's scoliosis and "rubbing." The reporter stated that they "moved the pocket a little bit." The hcp was going to make sure that the patient's brace for their scoliosis was not causing the issue. Following the replacement, the patient was doing well. Additional information was requested regarding drug information, medical history, the exact date of the pump replacement, clarification of the rubbing, the date of onset of the event, and troubleshooting performed. A supplemental report will be submitted if additional information is received.